Event description:
(B)(4). On (B)(6) 2014 twisted tube - emergency surgery to retain dying ovary. Chronics stabbing pain in abdomen, hard to even walk at time. Limited daily functions. Planned surgery to remove tubes and coils (B)(6) 2015. One coil was removed in the right tube - it was 7" long, not the 1 inch it went in as. The pathology did not find the 2nd tube. Dye procedure to locate missing tube after pain had become even worse requiring narcotics to get thru the day. Radiology showed it in the uterus. We thought surgery to remove from uterus would be sufficient until final radiology report cited additional fragments from the other coil embedded in tissue. Hysterectomy leaving ovaries (B)(6). Pain prior was debilitating- beyond anything I've dealt with, no option if I wanted a life outside my pain. Had a few visits to ER for pain management, could not cope with level of pain.